Event description:
Granulomatous reaction to filler [granuloma]. Hypersensitivity reaction [hypersensitivity]. Large firm subcutaneous nodule developed right chin/submental; nodule on the right inferior lateral buccal cheek, left lower cutaneous lip and right cheek [injection site nodule]. There was one mass [injection site mass]. Rha4 to the jawline [off label use]. United states report received from a healthcare professional on (B)(6) 2022, (B)(6) 2022 and (B)(6) 2022. A physician reported that a 68-year-old female patient received rha 4 product for rhytides, on (B)(6) 2022. 1 cc of rha4 injection was applied to the chin, jawline and marionette areas using an unknown injection technique. It was unknown if the needle was used from the box or if a cannula was used for the administration of rha4. Previous cosmetic procedures included, on (B)(6) 2021, the patient also had received 1 cc rha4, voluma in the temples on (B)(6) 2022 with no adverse reactions. Concomitant medications, and food supplements were not provided. On (B)(6) 2022, the patient had a follow-up visit. On an unknown date in 2022, (as reported a month ago), the patient woke up with a lump in her jaw line. On (B)(6) 2022, the patient had experienced a large firm subcutaneous (sq) nodule, about 4 cm in size developed on the right chin/submental region. On an unknown date in 2022, the patient saw a dentist, x-rays were normal and was given amoxicillin. On an unknown date in 2022, computerized tomogram (CT)-scan done and thought it was an infected cyst. On (B)(6) 2022, an ent did an intraoral biopsy. As treatment, the patient was given hylenex on (B)(6) 2022. There was still only one mass at the time. On (B)(6) 2022, the patient had 3 other areas with what was described as more typical reactions to the filler. On (B)(6) 2022 (as reported 1 week ago), biopsy was performed and had 12 stitches which revealed non-cancerous cells but confirmed that her reactions were related to the fillers she got on (B)(6) 2022. No infection was noted. The biopsy showed granulomatous reaction to filler (as reported amorphous material). Physical examination was unremarkable. The patient's skin type was revealed as type ii. The patient had follow-up evaluation on (B)(6) 2022, the patient's nodule on the right inferior lateral buccal cheek was treated with 0.6ccs of hyaluronidase injection. Also, the other three areas located on the right inferior lateral buccal cheek, left lower cutaneous lip and right lateral buccal cheek were injected with a total volume of 1 cc hyaluronidase. On (B)(6) 2022, further follow-up was evaluated for nodule and hypersensitivity. The patient was prescribed 10 mg tablets of prednisone taper for 10 days for hypersensitivity reaction. At the time of this report, the other three areas located on the right inferior lateral buccal cheek, left lower cutaneous lip and right lateral buccal cheek were injected with a total volume of 3 cc hyaluronidase. The patient continued treatment with hyaluronidase injection and prednisone taper until finished. The outcome of the events granuloma, hypersensitivity, large firm subcutaneous nodule developed right chin/submental; nodule on the right inferior lateral buccal cheek, left lower cutaneous lip and right cheek was not recovered. The outcome of the event there was one mass was recovering. It is unknown if the product was available for return. (B)(4). Further information is expected. Case comment: a causal relationship between the rha4 and reported granuloma and hypersensitivity is assessed as possible based on the compatible temporal relationship and the lack of alternative etiologies that can be identified based on the limited information reported. Note should be made that granuloma is confirmed by a biopsy but location was not clear; there is no specific information about hypersenstivity reaction. The company will continue monitoring the benefit-risk profile for the product.

Event description:
Granulomatous reaction to filler (granuloma). Hypersensitivity reaction (hypersensitivity). Large firm subcutaneous nodule developed right chin/submental; nodule on the right inferior lateral buccal cheek, left lower cutaneous lip and right cheek (injection site nodule). There was one mass (injection site mass). Rha4 to the jawline (off label use). United states report received from a healthcare professional on (B)(6) 2022, (B)(6) 2022 and (B)(6) 2022. A physician reported that a 68-year-old female patient received rha 4 product for rhytides, on (B)(6) 2022. 1 cc of rha4 injection was applied to the chin, jawline and marionette areas using an unknown injection technique. It was unknown if the needle was used from the box or if a cannula was used for the administration of rha4. Previous cosmetic procedures included 1 cc rha4 on (B)(6) 2021, voluma in the temples on (B)(6) 2022 with no adverse reactions. Concomitant medications included levothyroxine and valtrex. Patient received covid-19 vaccine, moderna, on unspecified date in 2020 and again on an unspecified date in (B)(6) 2021 on (B)(6) 2022, the patient had a follow-up visit. On an unknown date in 2022, (as reported a month ago), the patient woke up with a lump in her jaw line. On (B)(6) 2022, the patient had a large firm subcutaneous (sq) nodule, about 4 cm in size, that developed on the right chin/submental region. On an unknown date in 2022, the patient saw a dentist. The dentist took x-rays, but they came back normal. The dentist started the patient on amoxicillin. An unknown time later, the patient saw a doctor at urgent and had a computerized tomogram (CT) scan done. The doctor said there was no infection and advised the patient to discontinue use of antibiotics. On an unknown date in 2022, the patient saw an ear, nose, and throat (ent) specialist and radiologist. They thought the lump was an infected cyst. On (B)(6) 2022, an ent did an intraoral biopsy and the patient had 12 stitches. The biopsy revealed that the lump was not cancer and showed granulomatous reaction (reported as amorphous material) to the filler the patient received on (B)(6) 2022. During a follow-up visit on (B)(6) 2022, a physical examination was unremarkable and the patient's skin type was revealed as type ii. The patient's nodule on the right inferior lateral buccal cheek was treated with 0.6ccs of hyaluronidase injection. There was still only one mass at the time. On (B)(6) 2022, further follow-up was evaluated for nodule and hypersensitivity the patient was prescribed 10 mg tablets of prednisone taper for 10 days for hypersensitivity reaction. The patient had three other areas that were described as more typical reactions to the filler. Also, the other three areas located on the right inferior lateral buccal cheek, left lower cutaneous lip and right lateral buccal cheek were injected with a total volume of 1 cc hyaluronidase. On (B)(6) 2022, the previously described three areas of treatment were injected with a total of 3 cc hyaluronidase. On (B)(6) 2022, a total of 3 cc of hyaluronidase was injected into three areas. 0.4 injected into right chin, 1.1 cc injected into left oral commissure and 1.5 cc injected into the right jawline. On (B)(6) 2022, a total of 3 areas located on the right inferior later buccal cheek, left lower cutaneous lip, and right lateral buccal cheek were injected with hyaluronidase mixed with kenalog-10 (0.8 cc hyaluronidase to 0.2 cc kenalog 10) administered by the physician. A total of 1.7 cc to right cheek, 1.0 cc to left oral commissure and 0.3 cc to the chin. On (B)(6) 2022, a total of 3 areas located on the right inferior lateral buccal cheek, left lower cutaneous lip, and right lateral buccal cheek were injected with hyaluronidase mixed with kenalog-10 (0.8 cc hylenex, 0.2 cc kenalog, 0.1 cc lidocaine), administered by physician. A total volume of 0.4 cc to right chin, 0.6 cc left oral commissure and 1 cc to right jawline were used. On (B)(6) 2022, a total of 4 areas located on the right inferior lateral buccal cheek, left lower cutaneous lip, right lateral buccal cheek and right lower cutaneous lip were injected with hyaluronidase mixed with kenalog-10 (0.8 cc hylenex, 0.2 cc kenalog, 0.1 cc lidocaine), administered by physician. A total volume of 0.3 cc to right chin, 0.5 cc left oral commissure, 1 cc to right jawline and 0.5 cc to right oral commissure was used. During a follow up visit on (B)(6) 2022, the patient was not administered treatment. Re-evaluation was scheduled for 1 week later. The outcome of the events granuloma, hypersensitivity, large firm subcutaneous nodule developed right chin/submental; nodule on the right inferior lateral buccal cheek, left lower cutaneous lip and right cheek was not recovered. The outcome of the event there was one mass was recovering. It is unknown if the product was available for return. Health effect - clinical code: e2317, granuloma, health effect - clinical code: e0402, hypersensitivity/allergic reaction, health effect - clinical code: e2111, injection site reaction, health effect - clinical code: e2111, injection site reaction, health effect - device code: a2304, off-label use. Further information is expected. Follow up information was received from the physician on 12-dec-2022: summary of adverse effects treatments, relevant test results, concomitant medications and progression photos were provided. Case comment: a causal relationship between the rha4 and reported granuloma and hypersensitivity is assessed as possible based on the compatible temporal relationship and the lack of alternative etiologies that can be identified based on the limited information reported. Note should be made that granuloma is confirmed by a biopsy but location was not clear; there is no specific information about hypersenstivity reaction. The company will continue monitoring the benefit-risk profile for the product.